Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced reoccurring incontinence with his artificial urinary sphincter (aus) due to possible urethral atrophy. All components were removed and replaced. No performance issues were reported against the explanted aus. The patient fully recovered.